Event description:
The recipient is reportedly experiencing pain and non-auditory sensations at the implant site. The recipient was prescribed an antibiotic. The recipient has discontinued device use pending a medical appointment. The recipient is showing improvement.

Manufacturer narrative:
The recipient's pain and non-auditory sensations resolved with antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is the final report.